Manufacturer narrative:
Device was manufactured prior to the UDI labeling implementation. Approximate age of device: 4 years and 8 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that on (B)(6) 2017, the patient presented with stroke-like symptoms. The manufacturer's technical services reviewed the log files and reported that they observed several transient power elevations. Additional information was requested, but has not been provided.

Manufacturer narrative:
The pump remains in use supporting the patient. The report of elevations in power was confirmed based on the evaluation of the submitted system controller log file; however, a specific cause for the change in pump parameters could not be conclusively determined. Additionally, a correlation between the device and the reported stroke-like symptoms could not be conclusively determined. The log file which contained approximately 8 days of data, captured transient elevations in power all of which appeared to be associated with pi events. No atypical alarms were captured and the pump remained above the low speed limit for the duration of the log file. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.